Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned; evaluation of provided picture identified that the tips of the hex drivers have fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint has been confirmed by visual evaluation of the provided picture. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.